Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 55 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2019, 1857 days after essure insertion, she underwent a surgical medical device removal (seriousness criterion intervention required). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device expulsion ("migrated to the uterine corpus") in a 55 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of caesarean section, postmenopausal bleeding, overweight, uterus enlarged, menometrorrhagia, menses irregular, menses painful, parity 3 and multi gravida. On (B)(6) 2014, the patient had essure inserted. Essure was removed on (B)(6) 2019. An unknown time later she experienced device expulsion (seriousness criterion intervention required). The patient was treated with surgery (hysterectomy with bilateral salpingectomy,cystoscopy). At the time of the report, the outcome of the event was unknown. The reporter considered device expulsion to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 27.829 kg/sqm. [Pathology test] on (B)(6) 2019: clinical information procedure: robotic laparoscopic hysterectomy bilateral salpingoopherectomy tissue source: a. Uterus, cervix, bilateral tubes and ovaries pre-op diagnosis: post menopausal bleeding. Final diagnasis uterus, cervix, bilateral tubes and ovaries; robotic laparoscopic hysterectomy and bilateral salpingo-oophorectomy: simple hyperplasia without atypia and adenomyosis. Leiomyomata. Chronic cervicitis. Bilateral benign ovaries with age related changes. Bilateral benign fallopian tubes. Gross description: myometrium: both the right and left cornu contain a segment of silver colored coiled metal wire, consistent with essure medical device which appears to migrated to the uterine corpus quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 27-dec-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 55 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2019, 1857 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required) via surgery (essure removal). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 14-mar-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device dislocation ("migrated to the uterine corpus") in a 55 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of caesarean section, postmenopausal bleeding, overweight, uterus enlarged, menometrorrhagia, menses irregular, menses painful, parity 3 and multi gravida. On (B)(6) 2014, the patient had essure inserted. Essure was removed on (B)(6) 2019. An unknown time later she experienced device dislocation (seriousness criterion intervention required). The patient was treated with surgery (hysterectomy with bilateral salpingectomy,cystoscopy). At the time of the report, the outcome of the event was unknown. The reporter considered device dislocation to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 27.829 kg/sqm. [Pathology test] on (B)(6) 2019: clinical information procedure: robotic laparoscopic hysterectomy bilateral salpingoopherectomy tissue source: a. Uterus, cervix, bilateral tubes and ovaries pre-op diagnosis: post menopausal bleeding. Final diagnasis uterus, cervix, bilateral tubes and ovaries; robotic laparoscopic hysterectomy and bilateral salpingo-oophorectomy: - simple hyperplasia without atypia and adenomyosis -leiomyomata - chronic cervicitis - bilateral benign ovaries with age related changes - bilateral benign fallopian tubes gross description myometrium: both the right and left cornu contain a segment of silver colored coiled metal wire, consistent with essure medical device which appears to migrated to the uterine corpus concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: device migration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: medical device removal was updated to device migration,reporters,patient infomration,medical history,lab data,removal date,non drug treatment added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.